Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging a history/settings (history/settings issue) issue. It was reported that there was an inaccurate delivery issue with the pump. There was no allegation of an adverse event with this complaint. This complaint is being reported because an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.

Manufacturer narrative:
Follow-up # 1 date of submission 12/15/2016 device evaluation: the device has been returned and evaluated by product analysis on 11/22/2016 with the following findings: the pump was returned with a damaged display screen. The pump¿s cover was removed and the damaged display screen was replaced with a with test screen. The pump did not power on during testing and there were no audible or vibration tones; the verify screen was not displayed. The pump¿s black box data history could not be downloaded due to damage in the pump. During visual inspection of the pump, it was observed that the cartridge compartment was cracked and the piston cap was observed to be missing from the pump. The negative board port was found to be cracked which caused the pump to not be able to power up. The investigation determined that the pump was damaged beyond investigation. This damaged prevented adequate investigation of the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).